Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00791502 case subject: npi 8100 error code 242.4030 account name: st john medical center account #: 1736300 asset name: 8100 pump module 9.17.0.22 asset location: contact: logan reese contact email: logan.reese@trimedx.com contact phone: (B)(6). Contact mobile: (B)(6). Patient or user involvement: no patient or user harm: no case description: 8100 sn: (B)(4) customer wanted to know how to clear this error code. The customer wanted to know also what causes this error code as well. Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: I explain to the customer that he may need to replace some parts. I explain to the customer that there are two reason for you to get this error code. The first one is that you need to check your motor pinion, this part could be broken, then I explain to him that he needed to check the air in line sensor as well. I explain to him that there's a piece on the back of the air in line that could have been broken as well. I also told the customer that if all of the parts looks good then he would have a bezel problem. And that part would need to be replaced. The customer said ok and ended the call. (B)(4).